Event description:
It was reported that the patients lead had high impedances and lead fracture was also suspected which was not yet confirmed by imaging. Additional information was received that the patients lead was not fractured.

Event description:
It was reported that the patients lead had high impedances and lead fracture was also suspected which was not yet confirmed by imaging.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 2000013087.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6) batch: 18034003.

Event description:
It was reported that the patients lead had high impedances and lead fracture was also suspected which was not yet confirmed by imaging. Additional information was received that the patients lead was not fracture. Additional information was received that the patients ipg was not holding a charge. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.